Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample was returned. The distal tip was examined under microscopic magnification and it was observed that the outer catheter had been partially pulled away from the distal metal tip. As a result, the distal tip was off center. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested with a 0.014¿ guidewire. The guidewire was loaded through the hub and advanced to the distal end of the catheter, but would not exit the catheter. The guidewire was then loaded through the distal tip but was unable to advance past the distal tip. The outer catheter was removed near the distal tip and the guidewire lumen was found twisted around the core wire. Due to the material twisting, the guidewire could not be loaded through the tip of the device. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for material separation, as the outer catheter was partially pulled away from the distal tip. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip. The investigation is confirmed for device-device incompatibility, as an in-house guidewire could not be advanced through the distal tip due to the twisted guidewire lumen. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted catheter and outer catheter separation from the distal tip. Labeling review: specific warnings, precautions and directions for use of the crosser recanalization catheter are included in the current instructions for use (IFU). Method: microscopic inspection (addition). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a recanalization catheter allegedly would not advance over the guidewire. It was further reported that the recanalization catheter was removed from the patient and a second attempt to advance it over the guidewire was made, but was unsuccessful. It was reported that another guidewire was used in an unsuccessful attempt to advance it through the recanalization catheter. Reportedly, the procedure was completed without using the recanalization catheter. There was no reported patient injury.